Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a euphora balloon catheter to treat a lesion. The lesion was not pre-dilated. No damage was noted to packaging. No issues were noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device, and excessive force was not used. It is reported that a balloon burst or leak occurred during balloon first inflation to 8 atm. It is reported that the balloon was pierced before insertion, resulting in leakage of the contrast material into the coronary arteries. The device was replaced with another euphora of the same size. No patient injury was reported.

Manufacturer narrative:
The device was flushed in the hoop prior to attempting to remove the protective sheath and stylette. The device was placed in a bowl of saline prior to attempting to remove the protective sheath and stylette. The device was not moved or repositioned in the lesion prior to the burst. Patient health status post procedure is good. If information is provided in the future, a supplemental report will be issued.